Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. Visual inspection revealed a damaged safety clamp. The reported condition was verified. The cause of the condition was not determined. The device was removed from service. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a problem with the channel. This occurred before patient use. There was no patient involvement. No additional information is available.